Event description:
An event occurred with an a1114. The event was described as "the skull clamp got loosened and the "tips" moved so the head of the pt slipped". The pt was scratched and the drape was contaminated and not sterile. The event led to increase surgery time for 1 hour.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. And investigation has been initiated based upon the reported info.